Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 400mg/dl. The customer was treated with insulin pump. Customer¿s current blood glucose was 372mg/dl and blood glucose at time of incident was 369mg/dl. Further states that blood glucose was 120mg/dl and 180mg/dl. Troubleshooting was performed. Drive support cap was normal. High pressure was passed. There were no leaks or air bubbles. There were no site or insulin issues. Customer declined troubleshoot for high blood glucose. The product will not return for analysis.